Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8546325. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-05666. It was reported that the patient experienced shocking and burning at the ipg site. Surgical intervention was undertaken on (B)(6) 2022, where the system was explanted.

Manufacturer narrative:
The report of burning / shocking sensation was not able to be confirmed. Analysis of the returned lead a found it had no physical anomalies and it passed output resistance and isolation resistance testing.